Event description:
It was reported that the device had an audible alarm, decreasing in volume and slowing rhythm to eventual silence, on connection to the ac power cable when the pump is in the power off status. Alarm not replicated when cable disconnected and then reconnected to pump. Pump power up as normal after the event and appears to program as expected. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis. Visual and functional checks were performed but the reported issue could not be replicated. The probable cause could not be determined either. No further action was taken. The service history review had no indication that the complaint was related to a service of the device within the review period.